Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The pod was returned with the needle mechanism in the fully deployed position. Inspection of the pod data did not find any timeouts, drive stalls, or hazard alarms. Inspection of the physical coomponents of the pod did not find any damages or defects that would have caused the pod to deploy earlier than expected. The exact timing of the cannula deploying could not be determined.